Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: getinge service technician e1 event site name: (B)(6). E1h event site postal code: (B)(6) h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated, upon the preventive maintenance activities being performed on the device, torn attachments points on the underside headlight's cover and paint damage on the pivot point were identified. As it was confirmed with the photographic evidence, the paint was chipping off from the fork and particles were missing from the damaged cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - xten. As it was stated, upon the preventive maintenance activities being performed on the device, torn attachments points on the underside headlight's cover and paint damage on the pivot point were identified. As it was confirmed with the photographic evidence, the paint was chipping off from the fork and particles were missing from the damaged cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The defective cover (ard367837555) was replaced and the device was returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since there were paint chipping and broken cover with missing particles detected, which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does indicate that upon the event occurrence, the device was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling and broken cover with missing particles on xten surgical lights, there is no event which led to the serious injury. In summary, there are 3 complaints for a total of 3 devices for the issue regarding missing headlight cover or its particles and there are 37 complaints for a total of 39 devices for the issue of paint chipping/peeling under vigilance reporting requirements on xten surgical lights. Comparing the number of devices installed on the market (approx. (B)(4)) to the number of complained devices it can be concluded that failure ratio for paint peeling is low ((B)(4)%). Comparing the number of devices installed on the market (approx. (B)(4)) to the number of complained devices it can be concluded that failure ratio for missing headlight cover or its particles is very low ((B)(4)%). A root cause analysis for paint peeling and broken cover with missing particles problem was performed by subject matter experts at the manufacturing site and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). Regarding the breakages to underside cover, it was stated by the subject matter expert that they are due to: overtightening of fastening screws, collisions during use or use of inappropriate cleaning products (abnormal use). The operating manual (x'ten / user manual / en / 0130103 / 3a, page 26) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2007-01-01. Corrected h4 manufacture date: 2007-07-12.

Event description:
Manufacturer's reference number (B)(4).